Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue during a whipple procedure. The surgeon used a monopolar electrosurgical instrument in order to remove the device. The device knife is reported as protruding from the side of the jaws.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.